Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's swelling reportedly resolved. The recipient resumed device use. This is the final report.

Manufacturer narrative:
It is reportedly unknown whether the swelling is device related. The recipient's swelling has gone down. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing swelling at the implant site. The recipient was prescribed an antibiotic prophylactically on (B)(6) 2019. The recipient was advised to cease device use. The recipient is being monitored.